Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes with observed spikes in pacing impedance measurements in the right ventricular (rv) lead channel where in one instance an out of range alert was triggered. Usual troubleshooting was suggested. The ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes with observed spikes in pacing impedance measurements in the right ventricular (rv) lead channel where in one instance an out of range alert was triggered. Usual troubleshooting was suggested. The ICD and the rv lead remain in service. No adverse patient effects were reported.